Event description:
Unable to monitor bg in t1d; our (B)(6) year-old son has t1d, and we use a dexcom g6 continuous glucose monitor (cgm) to track his blood glucose. Given that he is so young (and small) - and in the "honeymoon phase" of t1d - it is critical that we have a reliable way to monitor his blood sugar, especially overnight (when low bgs are particularly likely, which would result in seizure and worst case, death). Since the end of june (approximately), we had been using the dexcom g6 with very few issues. However, as soon as we began using a "new batch" of sensors come the beginning of october, they have given us sensor errors just about every 36 hours (mind you, dexcom advertises that these sensors should last 10 days). I can't begin to express the amount of tears, hours lost of sleep, and variability in our son's blood sugar levels that have resulted from these countless sensor errors. Plainly put, these sensor errors have had the potential to put our son's life in jeopardy. We have spent numerous hours on the phone with dexcom, our son's pediatric endocrinology team, and a dexcom sales representative who works closely with our endo team. We're getting no where, and in the meantime, our (B)(6) year old is suffering physically, mentally, and emotionally because of it. Our son's pediatric endocrinology team has told us that other families have been experiencing very similar situations, and that since the beginning of october, they've been experiencing a surge of calls from families whose dexcom g6 devices are not working properly. We feel stuck - dexcom g6 is what our insurance company covers, and unfortunately, the other cgm options that are out there are not a good fit with our son's needs. Please help. FDA safety report ID# (B)(4).